Manufacturer narrative:
As reported, a 10 fr. Sheath and optease inferior vena cava (ivc) filter were inserted. An 80 cm. 10 fr. Vista brite tip str guiding catheter and guidewire were then inserted to remove the filter but there was resistance felt. The vista brite tip was removed and a kink was noted/confirmed. Also, the blade of the kinked part seemed to be exposed. Therefore the filter was removed without using the vista brite tip. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the inferior vena cava. No target lesion characteristic information is available. Additional information received indicated that the approach for the procedure was unknown. The kinked part of the product seemed to be cracked. It was unknown if the guidewire used was a cordis product. There was no reported product issue with the guidewire used. It was not known if the same guidewire used subsequently with other products. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17588617 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿catheter resistance/friction-inner lumen¿ and ¿catheter cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, procedural/handling factors may have contributed to the reported event. According to the instructions for use, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a 10 fr. Sheath and optease inferior vena cava (ivc) filter were inserted. An 80 cm. 10 fr. Vista brite tip str guiding catheter (complaint product) and guidewire were then inserted to remove the filter but there was resistance felt. The vista brite tip was removed and a kink was noted/confirmed. Also, the blade of the kinked part seemed to be exposed.  Therefore the filter was removed without using the vista brite tip. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the inferior vena cava. No target lesion characteristic information is available. Additional information received indicated that the approach for the procedure was unknown. The kinked part of the product seemed to be cracked. It was unknown if the guidewire used was a cordis product. There was no reported product issue with the guidewire used. It was not known if the same guidewire used subsequently with other products. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.